Event description:
It was reported that the patient's generator was unable to be interrogated by two different programming systems. The patient left the appointment without being interrogated but will be back next week. It is unknown if the patient's device could be at end of service.

Event description:
Further information reveals that the patient's battery was totally dead and he was referred for generator replacement surgery. A rough battery life calculation showed approximately -1.16 years until expected end of service. The patient underwent generator replacement surgery on (B)(6) 2012. Product has been requested, but has not been returned to manufacturer to date.